Manufacturer narrative:
(B)(4).

Event description:
It has been reported that the AED did not pass the self diagnostic check.

Manufacturer narrative:
(B)(4).become aware date updated to aug 29th, 2016.